Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator's office assistant reported that upon interrogation of the pt's lvad alarms, it was noted that the system controller had captured events that showed pump speed and flow at zero. According to the info received, the pt did not suffer any injury from this event. The system controller was exchanged. The suspect system controller was exchanged as per the instructions in the info for use (IFU) and the hosp provided the pt with a replacement.

Manufacturer narrative:
The suspect system controller was returned to the MFR for analysis. A review of the historical log file retrieved from the returned system controller revealed approximately 11 days of data. Unusual events were recorded in the log file where the pump speed was less than the low speed setting. Events were also recorded where the actual speed was captured at zero rpm due to what appeared to be a power interruption to the system controller, based on the timestamp being reset. These events were accompanied by the expected low speed advisory and hazard alarms activating in the log file. Typically, a loss of power to the system controller is preceded by a power cable disconnected alarm activating in the log file. Although it could not be conclusively determined, the timestamp reset/loss of power to the system controller was not preceded by a power cable disconnect alarm activating, and this scenario appears consistent with the pt cable being disconnected from or inadvertently pulled out of the power module, thus removing power to both power leads simultaneously. The system controller was functionally evaluated while connected to the equipment in our lab, and was determined to be operating as expected. The system controller operated a mock circulatory system with no adverse alarms even while supported individually by either power lead. In summary, the returned system controller functioned as intended throughout analysis and the MFR was unable to reproduce any unexpected alarm conditions. A review of the device history records showed no deviations from mfg or qa specification that would affect device function or performance. Based on the eval of the returned system controller, no functional or device related issues were found and the data recorded in the log file was not attributable to the returned device. No conclusion can be drawn as to the root cause of the reported event. No further info is available. The MFR is closing its file on this event.